Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead was exhibiting high thresholds, no sensing and no capture on current electrogram. Rv lead dislodgement was suspected and lead revision was completed. Post revision, low amplitude r wave measurement was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.